Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause and treatment of peritonitis were not reported. The patient was hospitalized via the emergency room due to stomachache. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was unknown. No additional information is available as the reporter declined follow up.